Event description:
A surgeon reported having a pt with blurred near vision following intraocular lens (iol) implant surgery. F/u info was received from the surgeon, who reported the event continues due to poor near vision. An unapproved viscoelastic was used during the implant procedure.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause: the root cause could not be identified by the investigation. Additionally, a failure to follow the dfu was indicated by the account using an unapproved viscoelastic. Due to the varying viscosities, the use of unapproved viscoelastics may result in lens delivery difficulties and lens damage. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested 07/21/2011 by fax and mail. Additional info was received 07/21/2011 by email. A completed questionnaire was received 07/22/2011. (B)(4).